Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of the balloon water tube, foreign objects come out of distal end and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. The clogging of the balloon water tube was due to contamination from the environment which is a cause linked to the device but unable to trace more specifically. Additionally, the connection between the bending section and distal end being detached was due to a stress problem identified which is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the distal end was detached from the bending section and there was foreign material coming out of the distal end. There was no patient involvement.